Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (26 mg/ml) and morphine (20 mg/ml) and unknown doses via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2018 the pump was heard alarming. The patient experienced increased pain, taste and smell changes. The change in symptoms were reported to be sudden. Upon interrogation of the pump it showed multiple resets, low battery reset and safe state. The caller stated that they would follow up with the hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.